Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that a crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 38mm lesion length, not totally occluded target lesion contained a significant bend of >=90 degrees and was located in the left circumflex artery. An unspecified stent was implanted in the left main artery to left anterior descending artery . A 2.50x38mm promus element long stent delivery system was selected and advanced to treat the lesion; however, significant resistance was met and the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination identified distal stent damage. Stent struts on the most distal row were pushed distally. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).